Event description:
Journal article received: intertrochanteric fractures in elderly high risk patients treated with ender nails and compression screw; gangadharan s, nambiar m.; indian journal of orthopaedics. 2010 jul; 44(3):289-291; reported: use of two 4.5mm ender nails and one 6.5mm cannulated compression screw for intramedullary fixation of intertrochanteric fractures of femur in elderly patients with mean age of 80. This complaint is for six cases where patients experienced limb shortening by 1 to 2 cm, due to collapse of the comminuted fragments. Patient outcome was fair. This report is 2 of 2 for six cannulated screws for complaint (B)(4). It is unknown if the devices were synthes products.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date: (B)(6) 2010. The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed.